Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ migration of essure device location of device: uterus') in a 33-year-old female patient who had essure (ess205) (batch no. 623827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" on (B)(6) 2007. The patient's medical history included endometrial ablation, amenorrhea, multigravida and parity 4. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced depression ("psych injury/ psychiatric problems condition: depression / anxiety"), migraine ("migraines / headaches") and anxiety ("anxiety"). In (B)(6) 2017, the patient experienced seizure ("seizures"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain\low pelvic pain and pressure"), abdominal pain ("abdominal pain") and perineal pain ("perineal pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), epilepsy ("neurological problems (most likely epilepsy)"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infect"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs"), pelvic discomfort ("low pelvic pain and pressure") and dermatitis allergic ("rash/skin conditions") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device expulsion, seizure, epilepsy, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, visual impairment, pelvic discomfort and dermatitis allergic outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, depression, cystitis, urinary tract infection, migraine, anxiety and perineal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, epilepsy, fatigue, gastrointestinal disorder, headache, hormone level abnormal, migraine, nausea, pelvic discomfort, pelvic pain, perineal pain, seizure, urinary tract infection and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in removal date : previously reported date 17-dec-2018 and date in recent follow up 17-feb-2019. Right side-2 trailing coils, left side- 5 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: bilateral occlusion, malposition of essure device. Ultrasound scan vagina - on (B)(6) 2008: results of confirmation test: total bilateral occlusion, malposition of essure device. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, urinary tract infection, dyspareunia, abdominal pain, anxiety, epilepsy. Lot number: 623827; manufacture date: 2007-03; expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ migration of essure device location of device: uterus') in a 33-year-old female patient who had essure (ess205) (batch no. 623827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" on (B)(6) 2007. The patient's medical history included endometrial ablation, amenorrhea, multigravida and parity 4. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced depression ("psych injury/ psychiatric problems condition: depression / anxiety"), migraine ("migraines / headaches") and anxiety ("anxiety"). In (B)(6) 2017, the patient experienced seizure ("seizures"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain\low pelvic pain and pressure"), abdominal pain ("abdominal pain") and perineal pain ("perineal pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), epilepsy ("neurological problems (most likely epilepsy)"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infect"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs"), pelvic discomfort ("low pelvic pain and pressure") and dermatitis allergic ("rash/skin conditions") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (uterus and cervix removed) uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device expulsion, seizure, epilepsy, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, visual impairment, pelvic discomfort and dermatitis allergic outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, depression, cystitis, urinary tract infection, migraine, anxiety and perineal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, epilepsy, fatigue, gastrointestinal disorder, headache, hormone level abnormal, migraine, nausea, pelvic discomfort, pelvic pain, perineal pain, seizure, urinary tract infection and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in removal date : previously reported date (B)(6) 2018 and date in recent follow up (B)(6) 2019. Right side-2 trailing coils, left side- 5 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: bilateral occlusion, malposition of essure device. Ultrasound scan vagina - on (B)(6) 2008: results of confirmation test: total bilateral occlusion, malposition of essure device. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, urinary tract infection, dyspareunia, abdominal pain, anxiety, epilepsy lot number: 623827, manufacture date: 2007-03, expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: pfs received. Event rash/skin conditions were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ migration of essure device location of device: uterus'), seizure ('seizures') and epilepsy ('neurological problems (most likely epilepsy)') in a 33-year-old female patient who had essure (ess205) (batch no. 623827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" on (B)(6) 2007. The patient's medical history included endometrial ablation and amenorrhea. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced depression ("psych injury/ psychiatric problems condition: depression / anxiety"), migraine ("migraines / headaches") and anxiety ("anxiety"). In (B)(6) 2017, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain\low pelvic pain and pressure"), abdominal pain ("abdominal pain") and perineal pain ("perineal pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), epilepsy (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infect"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs") and pelvic discomfort ("low pelvic pain and pressure") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (uterus and cervix removed) uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device expulsion, seizure, epilepsy, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, visual impairment and pelvic discomfort outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, depression, cystitis, urinary tract infection, migraine, anxiety and perineal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, epilepsy, fatigue, gastrointestinal disorder, headache, hormone level abnormal, migraine, nausea, pelvic discomfort, pelvic pain, perineal pain, seizure, urinary tract infection and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in removal date : previously reported date (B)(6) 2018 and date in recent follow up (B)(6) 2019. Right side-2 trailing coils, left side- 5 trailing coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: bilateral occlusion, malposition of essure device. Ultrasound scan vagina - on (B)(6) 2008: results of confirmation test: total bilateral occlusion, malposition of essure device. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, urinary tract infection, dyspareunia, abdominal pain, anxiety, epilepsy most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: previously reported event "device dislocation was updated to " partial expulsion", new events- "psychiatric problems condition: depression / anxiety, perineal pain, neurological problems (most likely epilepsy), essure and ablation performed on same day and pelvic discomfort" were added. Event neuro condit/prob updated to epilepsy. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ migration of essure device location of device: uterus'), seizure ('seizures') and epilepsy ('neurological problems (most likely epilepsy)') in a 33-year-old female patient who had essure (ess205) (batch no. 623827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" on (B)(6) 2007. The patient's medical history included endometrial ablation and amenorrhea. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced depression ("psych injury/ psychiatric problems condition: depression / anxiety"), migraine ("migraines / headaches") and anxiety ("anxiety"). In (B)(6) 2017, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain\low pelvic pain and pressure"), abdominal pain ("abdominal pain") and perineal pain ("perineal pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), epilepsy (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infect"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs") and pelvic discomfort ("low pelvic pain and pressure") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (uterus and cervix removed) uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device expulsion, seizure, epilepsy, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, visual impairment and pelvic discomfort outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, depression, cystitis, urinary tract infection, migraine, anxiety and perineal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, epilepsy, fatigue, gastrointestinal disorder, headache, hormone level abnormal, migraine, nausea, pelvic discomfort, pelvic pain, perineal pain, seizure, urinary tract infection and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in removal date : previously reported date (B)(6) 2018 and date in recent follow up 17-feb-2019, right side-2 trailing coils, left side- 5 trailing coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: bilateral occlusion, malposition of essure device. Ultrasound scan vagina - on (B)(6) 2008: results of confirmation test: total bilateral occlusion, malposition of essure device. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, urinary tract infection, dyspareunia, abdominal pain, anxiety, epilepsy lot number: 623827 manufacture date: 2007-03 expiration date: 2009-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and seizure ('seizures') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), cystitis ("bladder infect"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit/prob") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, seizure, psychological trauma, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, nervous system disorder and visual impairment outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, cystitis and urinary tract infection had resolved. The reporter considered abdominal pain, alopecia, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, nausea, nervous system disorder, pelvic pain, psychological trauma, seizure, urinary tract infection and visual impairment to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: results: bilateral occlusion, malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: reporter and patient¿s information updated. Lab data was added, essure model updated, insertion and removal dates provided. Furthermore, the event injury was replaced with event pelvic pain, and the events device dislocation, dysmenorrhea, dyspareunia, abdominal pain, psych injury, bladder infection, urinary infection, fatigue, gastrointestinal disorder, hair loss, hormonal changes, headache, nausea, neurologic disorder, seizure and vision problems were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.